Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: according to the received information, the recipient suffered of bilateral meningitis. Reportedly, the recipient has mondini malformation and cerebro spinal fluid (csf) leak was noted also at implantation surgery, possibly due to an incomplete sealing at cochleostomy. This issue, combined with the reported mondini malformation, increased the risk of meningitis. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. In august 2017 the recipient underwent surgery during which the csf leakage could be stopped. In situ measurements show a functional device and there is currently no evidence of meningitis or csf leakage anymore. Therefore, the concerned device remains implanted and in use. This is a final report.

Event description:
Recipient was found to have bilateral meningitis at the end of (B)(6) 2017. Recipient had a cerebro spinal fluid (csf) leakage coming from the cochleostomy of both sides therefore a surgery was done on (B)(6) 2017 with the goal to safely pack the implants. The surgeon was able to plug the leak at the cochleostomy without damaging the device, which remains implanted. A csf culture has been done but the details have not been made available yet. Meningitis has been confirmed. It is unknown when the csf leakage started. According to updating information the recipient is doing well. Also, there is currently no evidence of meningitis or csf leakage.

Manufacturer narrative:
(B)(4) submit MDR reports on behalf of (B)(4) corporation (exemption number e2015033). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The reported cerebro spinal fluid (csf) leakage was likely due to an incomplete sealing at cochleostomy during implantation. This defect, combined with the reported mondini malformation, increased the risk of meningitis. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Patient was explanted and will not re-implanted due to ongoing issues with csf leakage and other medical concerns. This is a final report.

Event description:
The recipient was reported to have bilateral meningitis in (B)(6) 2017 as well as a history of cerebero-spinal fluid (csf) leakage on both sides. A csf culture was done but the details were not made available. It is unknown when exactly the csf leakage started. As per new information, the csf leakage recurred through the cochleostomy on both sides and the recipient was explanted. No new device was implanted and the round window was sealed after the device was removed.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was found to have bilateral meningitis at the end of (B)(6) 2017. Patient had a cerebro spinal fluid leakage coming from the cochleostomy of both sides therefore a surgery was done on (B)(6) 2017 with the goal to safely pack the implants. The surgeon was able to plug the leak at the cochleostomy without damaging the device, which remains implanted.